Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon tear occurred. The patient presented in critical condition with an acute myocardial infarction. The very tortuous and calcified lesion was located in the mid left anterior descending artery (lad). The maverick2 monoral 2.5 x 20mm balloon was advanced for predilation of the lesion, however the balloon did not expand. The physician removed the balloon from the patient without difficulty and it was noted that there was a tear of the balloon material. The procedure was then completed with predilation with a 2.5 x 20mm non-bsc balloon and 3 non-bsc stents were deployed in the lad and left circumflex. During implantation of the stents, the patient's condition worsened and the patient went into shock. The patient was transferred to the ICU post-procedure and passed away.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 1 month after the initial implant. The cause of the iol explant was the patient's post operative result of 6 diopters of astigmatism.

Manufacturer narrative:
The product was received for analysis by the manufacturer and is currently being evaluated. No conclusion can be drawn at this time.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 21.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.